Event description:
It was reported that the patient has been having negative responses with the device. Testing showed that the device is malfunctioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.